Manufacturer narrative:
Additional procode: hrs. Reporter is a synthes employee. Manufacturing location: (B)(4). Manufacturing date: february 18, 2021. Part: 02.211.044, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 44mm. Lot: 91p3924. One hundred sixty-four pieces were scrapped after being dropped. Production order traveler met all inspection acceptance criteria apart from the one hundred sixty-four pieces noted. Inspection sheet, in-process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. A total of 79 labels were printed; 76 labels were placed on product; 1 label was used on the pll and 2 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screw was missing from the plastic packet¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Visual inspection: the nonconforming part, part 02.211.044; lot 91p3924, was not returned for evaluation. Pictures of the empty package were provided to the manufacturer, jabil monument. From the pictures, the manufacturer confirmed the allegation. Document/ specification review: current and manufactured revisions were reviewed. No discrepancies or issues were noted. Data review: device history record (DHR) and packaging process were reviewed for lot 91p3924. The review of the product bag and a review of the DHR confirmed the nonconformance as a manufacturing nonconformance generated at the (B)(4) manufacturing site. A review of the device history record for this part and of the product photos show the package went through the appropriate operation to be packaged, through the packaging preparation operation, the flow inspect/pack operation, to follow piece pack work instruction. A tug test to verify seal of the packaging is performed on the first 5 pieces, and the operator is also required to verify "proper seal on bag" and part and bom components are present in bag. At the end of the run, line clearance/label reconciliation is completed on every lot per packaging label log (pll). The pll was reviewed within the DHR and no errors were identified on the label reconciliation for this lot. Per pll, a total of 79 labels were printed. 76 labels were used on product; 1 label was used on the pll and 2 labels were destroyed. 76 good parts are documented, and 1 part was scrapped at this step. Scrap code is pt: ¿dropped part¿ assignable cause analysis: the parts were packaged on sharp packaging machine. Review of the machine found roll stock bags are pulled through the machine with power drive rollers, a label is then applied followed by a timed blast of compressed air that opens the bag. The operator then manually places the part into the bag as applicable per bom requirements and then uses a foot pedal to activate the sealer to seal the bag. As the operator is required to verify his/her work and make sure that the pll is filled out correctly, the assignable cause is found to be man: omission error. A one piece packaging verification is performed at the DHR review operation. Assignable cause conclusion: per the nc's problem description, 1 part was found not conforming, no part is present in the bag. Cause of the nonconformance is determined to be man : omission error, in which the operator missed verification step. Final bounding: based on the findings of the investigation, it was determined that this was an isolated incident and bounding is limited to this part only. Per work instruction, product is to be packaged and labelled per bom and lppf, and lmd requirements or process sheet stated on the product traveler. This packaging process is specific for each work order and material in which a batch is created for. Line clearance is required to be performed between lots at each operation; also requires line clearance, all parts, packaging materials and documentation from previous lot must be cleared from workstation prior to starting a new production order. Label reconciliation is documented for every lot on the packaging label log (pll) included in the device history record. Since there are packaging controls in place and packaging defects are specific to the packaging event in which they occurred, bounding is limited to this one package identified to be missing material from pn: 02.211.044, lot: 91p3924. Product disposition: the review of the part/bag supports the complainant¿s description of the complaint condition but based on the DHR review, on the process review and the process controls that are in place and documented above (for packaging process) it was determined that the this is an isolated incident. The nonconforming part is required to be held by the depuy synthes complaint handling unit customer quality team. This complaint is confirmed from a manufacturing standpoint. Conclusion: based on the DHR review, on the process review and the process controls that are in place and documented above (for packaging processes) it was determined that the nonconformance is limited to this one part/bag. This complaint is confirmed from a manufacturing standpoint. Relevant actions have been taken to address the issue. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that one of the screws was missing from the plastic pocket in the order. Upon manufacturer investigation, it was determined that there was a packaging problem. This report is for a 2.7mm variable angle (va) locking screw. This is report 1 of 1 for (B)(4).